Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functionality testing) was due to defective u1004 and u1005 components on the computer/analog board, causing fault. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.